Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported "powers on and off," which was not reproduced. The pump did not turn on or off without user input during evaluation. However, evidence in the event history log, which recorded multiple improper shutdown messages while on battery power, in combination with the observation of two corroded negative battery contact pins, suggests that the pump may have turned off without user input. An improper shutdown can occur if the battery is removed from the pump while it is running on battery power and therefore, the corroded contact pins can cause the improper shutdowns due to a failed connection to the battery. The rear case was replaced to correct this condition.

Event description:
It was reported that a spectrum pump powers on and off, which was clarified during baxter's evaluation as powers off without user input. It was also reported there was no patient injury.